Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained. There was no adverse impact to the customer¿s blood glucose level.